Manufacturer narrative:
It was reported from the clinical study site that the patient presented to the emergency department (ed) with complaint of two bloody stools yesterday. Subject admitted under heart failure and gastrointestinal (gi) issues. It was stated that warfarin and aspirin (asa) were held. Hospital course included plasma transfusion of 2 units. Upon discharge, subject was advised to continue holding warfarin and aspirin for 2 weeks. The issue was stated to have been resolved on (B)(4) 2017. No additional information available. Labs/test/results: admission labs: hemoglobin (hgb) 11.4; hematocrit (hct) 34.3; platelet 131; prothrombin time (pt) 32.5; international normalized ratio (inr) 3.2; blood urea nitrogen (bun) 31; creatine (cr) 2.05. Upper gastrointestinal (gi) endoscopy showing: - normal esophagus - patchy mild erythematous mucosa in the gastric fundus. No gross lesions seen in the stomach. -normal examined duodenum. Colonoscopy recommended and indicated: - stool in the transverse colon, in the ascending colon and in the cecum. - the recto-sigmoid colon, sigmoid colon and descending colon are normal. -multiple recently bleeding distal rectal angioectasis, suggestive of radiation proctopathy; likely source of hematochezia in setting of anticoagulant use. Treated with argon plasma coagulation (apc). Discharge labs: pt 21.0; inr 1.8; bun 23; cr 1.93; hgb 10.1; hct 30.0; platelet 107. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Supplemental narrative: it was reported from the clinical study site that the patient presented to the emergency room (ER) on (B)(6) 2017: hemoglobin (hgb) was 11.3 g/dl, hematocrit (hct) was 34.1%, platelet count was 131x10^3/ul. On (B)(6) 2017, hgb was 10.2 g/dl and hct was 30.8%. On (B)(6) 2017, hgb was 10.3 g/dl and hct was 31.6%. On (B)(6)2017, hgb was 10.7 g/dl and hct was 30.1%. On (B)(6) 2017, he had blood clot in his stools in the morning. He was able to walk around in the hallway without having any dizziness or shortness of breath. Hgb was 10.1 g/dl, hct was 30.0%, platelet count was 10.7^3/ul, pt was 21.0 seconds, and inr was 1.8. Protonix was continued.

Manufacturer narrative:
Per FDA request, this follow-up report was electronically resubmitted. All relevant substantive information was previously sub mitted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use of IFU: gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study site that the patient had "more recently developed a gastrointestinal (gi) bleed over the past two months, and anticoagulation and aspirin were stopped."  It was stated by physician that the patient has been having dark melanic stools and a nasal gastric (ng) tube was placed after "tf" boluses initiated and revealed pink tinged material upon residual check. It was reported that the issue had resolved and the patient was discharged. No additional information available.